Event description:
It was reported that the customer was unable to turn the pump screen on with the wake button on the pump. As a result, the customer experienced an elevated blood glucose (bg) level of 535 mg/dl. Customer addressed bg with a manual injection of insulin. During troubleshooting with tandem technical support (tts), it was discovered that the wake button was functioning properly to turn the pump screen on. Tts provided the customer with tips on the correct technique to use when attempting to turn the screen on. The customer acknowledged and continued using the pump for insulin therapy.